Event description:
A pulsar-18 peripheral stent system was selected for treatment of a 35 mm long lesion. The stent was delivered to the lesion but could not be released inside patient despite several attempts. The device was withdrawn, and the stent was released outside of the body.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the outer shaft has been retracted by about 90 mm. The stent has been fully released. Kinks were observed in the device shaft at the distal end of the kink protector and about 559 mm distal to the kink protector. Inspection of the remainder of the device revealed no other damage or irregularity. Upon pushing the trigger at the handle, the outer shaft retracted normally. The stent, the introducer sheath and the guidewire used in the intervention were not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause was determined.